Manufacturer narrative:
One parapac plus ventilator was returned for analysis in fair condition. Upon visual inspection, the loose o2 port was found with a broken o-ring. Based on the evidence, the complaint was confirmed. The root cause was found to be due to user error.

Event description:
It was reported that the pressure was alarming at 40 on the parapac plus ventilator. One of the ports was also loose. No patient injury or complications were reported in relation to this event.